Event description:
A physician reported that a pt (age and gender unspecified) underwent an intraocular lens implantation in 2003. In the same year (exact date unspecified) the pt experienced endophthalmitis. At the time of this report the outcome and the action taken were unk. This case is serious as medically significant and as it may lead to permanent impairment of a body function/permanent damage of a body structure.